Manufacturer narrative:
Alleged failure: his hub shorted out and started smoking when in use today. The failure identified in the investigation is consistent with the complaint record. The probable root cause can be attributed to a power supply failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that hub shorted out and started smoking when in use. Hence it is a thermal event.

Manufacturer narrative:
Alleged failure: the hub shorted out and started smoking when in use today. The failure identified in the investigation is consistent with the complaint record. The probable root cause can be attributed to a power supply failure. The product was returned for investigation and the failure mode will be monitored for future reoccurrence.

Event description:
It was reported that hub shorted out and started smoking when in use. Hence it is a thermal event.